Event description:
It was reported that the cartridge did not deliver insulin once it was installed into the pump. Reportedly, the cartridge was changed to address the issue. Customer's blood glucose ranged from 90-127 mg/dl. No additional information was provided.

Manufacturer narrative:
Device not returned